Manufacturer narrative:
Siemens completed a thorough investigation of the reported incident. When the incident occurred, the user performed a hard shutdown of the system before pulling logfiles, which resulted in incomplete system logging. Siemens collected all available logfiles of the reported event from the concerned system and tried thoroughly reproducing the issue in test labs. The issue was not reproducible at the lab, therefore, siemens made multiple appointments with the customer (on (B)(6) 2025), where siemens specialists attended the user performing similar cardiac examinations. The issue did not re-occur. The customer site has been monitored; however, no reoccurrences have been reported. Accordingly, our experts have not been able to determine a root cause for the potential system freeze. The ics (image control system) software was successfully re-installed to prevent the issue from re-occurring. The customer confirmed that a timely provision of images did not affect the treatment strategy. Therefore, there is no correlation between the patient's death and the failure of the scan. No systematic product issue could be identified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom force CT system. It was reported that after an 87-year-old female patient was positioned on the table and prepared for cardio scans, the system hung up and was not able to start the scan. The operator had to hard reset the machine twice. During the system reset, the patient collapsed, and resuscitation attempts were initiated. Even though the cardiologist and the cardiac team were present on site, CPR was not successful, and the patient died. Currently it is unclear if the CT scanner caused or contributed to the patient's death. Siemens has requested additional information in order to conduct an investigation of the reported event. Therefore, this report has been submitted with an abundance of caution. A supplement report will be filed upon completion of the investigation.